Event description:
A scrub nurse reported that the shunt was defective. In a follow-up, the scrub nurse reported that the shunt was not draining. She stated that it was removed and replaced with the same model during the same procedure with no problems.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information was requested on 02/12/2010 by phone. Additional information was received on 02/15/2010. (B)(4).